Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # (B)(4), product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received about 5 weeks later reported that the patient wanted a manufacturing representative to "recalibrate it." Next week the patient was going for an ins adjustment. There was a loss of therapeutic effect and less than 50% therapy relief. This occurred following the ins replacement. It was noted that the patient had a surface motor cortex stimulator implant. At the replacement, they couldn't make all the adjustments because of the lead, so they had the ins shut off. The patient needed it "recalibrated for the other leads to make where I'm getting some benefit if the other lead doesn't come back on." One week later it was reported that there was a high impedance issue of >10,000 ohms. X-rays were going to be taken and the hcp was going to decide on the next steps. The patient was alive with on injury at the time of this report. An additional week later x-ray results were not available and the patient was still not receiving stimulation. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, serial# (B)(4), product type: lead.

Event description:
It was later reported that the manufacturer representative received an email on 2014-10-22 regarding a revision. The email read: motor cortex revision with extensions. The manufacturer representative did not recall why the patient was scheduled for a revision. There were no further details. The surgery was scheduled for (B)(6) 2014. Later, on (B)(6) 2014, it was reported that after the revision in (B)(6) the patient developed open circuits across the board and a loss of stimulation. The patient had good stimulation up until this revision. There was only one lead showing up in registry but it was an unknown type. The manufacturer representative stated the x-ray of the lead looked like a 3998. There would be another revision to address the open circuits. It was unclear if they would need to replace the lead or not as source of opens was unknown. Later the same day, after further exploration of the system, there was an impedance reading of >10,000 ohms. Only combinations with electrode zero were >10,000. All other combinations were in range (100 0-2000 range). The caller was looking at a 37082 extension with a specify lead using 0-7. The manufacturer representative changed the configuration and found that 8-15 was all open as would be expected. Later, it was reported that the revision was cancelled. The zero electrode showed high impedance but the other electrodes were normal. The doctor was able to program the stimulator without needing to use the zero electrode. Additional information was requested but was not available at the time of this report. If additional information is received, a follow-up report will be sent. See report #3004209178-2014-12280 for the event detailing the mentioned revision (this was the patient&#62688;previous device).

Event description:
It was reported that after the implantable neurostimulator (ins) replacement ¿last month¿ they were unable to get ¿one of the leads working.¿ the patient stated they reprogrammed the new ins to the patient¿s old settings but ¿one lead was not working.¿ the patient also stated they thought it would ¿come back on¿ when he was fully charged. The patient mentioned that he wanted more doctors trained on programming and managing pain stimulators. The patient was redirected to the healthcare professional (hcp). It was later reported that the patient did not have concerns with the device or therapy. The patient also noted that he was still having problems with the device or therapy but was working with a doctor or manufacturer representative. The patient had an appointment date of (B)(6) 2014. The patient noted that there should be more manufacturer representatives to program or make adjustments to his stimulator. Additional information was requested but was not available at the date of this report.